Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. There were no deviations or non-conformance's during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. An interior inspection showed signs of dried fluid. The cause of the observed dried fluid could not be determined. The mushroom head check passed. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called in regarding a make sure heater bag is on heater tray alarm while in fill 1 of 4. The treatment was cancelled. The pd patient noted during step 1 when they opened the door they noticed the inside of the cassette door was moist and foggy like there was a fluid leak. Additional information was solicited but was unavailable. The cycler was replaced.